Manufacturer narrative:
The valve and integral peritoneal catheter were both patent. The catheter met requirements for the leakage test. The valve met requi rements for the preimplantation test. The valve did not meet all of the requirements for the leakage, reflux, siphon, and pressure-flow tests. Three tears were observed on the top delta chamber membrane. One tear was observed in the silicone of the delta chamber o uter casing. It is unknown how or when the damage occurred. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials. It also cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the ma nufacturing records and inspection records showed no anomalies. All valves are 100% tested and inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the shunt was found to be not working before it was implanted in the patient. It was also reported that a new shunt was used to complete the procedure and that there were no patient complications.